Event description:
Insulin pump became lodged in recliner chair while seated. When the pump was pulled out of the chair, the tubing coming immediately out of the pump had been stretched or narrowed, leaving tubing of very decreased, minute diameter. This would have resulted in inadequate insulin delivery had it not been noticed right away. Pt would not have expected that this tubing could be stretched or stripped in this manner.